Event description:
It was reported via a medwatch report that the intra-aortic balloon pump (iabp) console failed to pump. The balloon pump waveform flat-lined for about 5 minutes. There was no injury to the patient.

Manufacturer narrative:
(B)(4).